Manufacturer narrative:
(B)(4). Only event year known: 2022 batch #: 476a97. Concomitant medical products: sr75 (lot # 468a28). The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damaged and with a reload loaded in the device. The reload had the proximal 21 drivers up and the remaining drivers down with staples present and a swing tab in the locked position. During the visual inspection of the reload one double driver was noted to be slightly out of position. The device was tested for functionality with a test reload and it fired, cut, and formed all the remaining staples as intended. The staple line and cut line were complete and the staples do not meet the staple form release criteria. No conclusion could be reached as to how the driver became partially out of position. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the device was jammed in the first firing during lap right hemicolectomy performed by doctor. Doctor said the device was only able to fire 1/5-1/7 of the staple length, then the device got stuck and not able to complete the firing sequence. Doctor tried several attempts to complete but unsuccessful. Eventually, the device had to remove from patient. No parts left inside the patient cavity. The procedure completed with another linear cutter. There were no patient consequences.